Event description:
Covidien's (B)(4) service center received a report from the customer of an alarm failure where the service center determined that the audio signal was absent.

Manufacturer narrative:
Service center identified that the main pcb assembly had failed. This board was replaced and the audio of the device is operational. This main pcb has been returned to the manufacturer for evaluation.